Manufacturer narrative:
The events of capsular contracture, seroma, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, seroma, rupture, and lymphoma-alcl-suspected. Article citation: bak, erik eiler frydshou et al. ¿the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants.¿ aesthetic surgery journal, sjae154. 16 jul. 2024, doi:10.1093/asj/sjae154.

Event description:
Through journal article, "the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants", the following events were reported: "double capsule", "late seroma", "biocell", "implant rotation", "calcification", "suspected implant rupture", and "symptoms of breast implant-associated anaplastic large cell lymphoma (bia-alcl)". Histopathological markers confirming alcl have not been received. The study included data from 588 patients and 1128 implants. The affected sides and device statuses are unknown.